Event description:
Customer provided calcium results for four patient samples, two were discrepant. Patient 1, initial result 11.9 (accompanied by a data flag), repeat 10.9 mg/dl (accompanied by a data flag). Patient 2, initial result 11.2 (accompanied by a data flag), repeat 10.4 mg/dl (accompanied by a data flag). Initial results were not reported, patients were not affected. Calcium reagent lot # was 616917. The technical service representative had customer flush the system several times. Customer ran qc which was acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.